Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a functional test. The cable connecting ECG "c" and ECG "d" was damged, causing the test failure. The root cause for the damage cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A patient's electrode belt was returend to a us distributor and it was reported that the patient was receiving frequent gong alarms.